Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer's mother stated they received questionable results 3 times from the coaguchek xs meter serial number (B)(4) after going to the hospital for a 6-month comparison. The initial result documented from the meter memory at 12:59 from the meter was 2.9 inr and was performed by the customer's mother. This was measured with the strip lot number 22385313. The result from the hospital's coaguchek xs pro meter was 1.8 inr. The nurse performed qc after the result which was acceptable. The result documented from the meter memory at 13:06 from the meter was 3.0 inr and was performed by the customer's mother using a different finger. This was measured with the strip lot number 22385313. The result from the hospital's coaguchek xs pro meter was 1.8 inr. The batteries were changed and a new lot of strips were prepared for the customer's meter. The result documented from the meter memory at 13:13 from the meter was 3.3 inr and was performed by the customer's mother using a different finger. This was measured with the strip lot number 25864313. The result from the hospital's coaguchek xs pro meter was 2.1 inr. The hospital's meter serial number was not provided. The hospital used their own strips. The strip lot number and expiration date the hospital used was asked for but not provided. The customer's therapeutic range was 2 - 3 inr. The customer has taken warfarin and other medications for many years without a previous inr discrepancy. The other medications were not provided. Relevant retention test strips (lot 223853-10 and 258643-10) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: master lot: 1.4 inr donor #1: customer meter and strip: 1.6 inr donor #2: master lot: 2.5 inr donor #2: customer meter and strip: 2.6 inr all inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Refer to the medwatch patient identifiers (B)(6) for the test strips involved.